Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the door not fully latched alarms. The force required to secure the door was found above expected levels and caused by door hooks being out of adjustment. The door hooks and latch pins were replaced.

Event description:
During baxter's functional testing of a spectrum pump, it displayed the door not fully latched alarm when the door was closed. There was no patient involvement.